Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for peri-implantitis. Events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent.

Event description:
Advanced peri-implantitis and pain is reported. Implant removed and area grafted. Inflammation is reported as a symptom.